Event description:
Complainant alleged that while attempting to treat a (B) (6) pt, the device was getting incorrect ECG readings due to a noisy ECG signal. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and the ECG connector was replaced to remedy the problem condition. Analysis of failures of this type has not identified an increase in trend.